Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
After a procedure, the device was in back-up mode. Technical support was contacted and recommended that the device be replaced due to low battery voltage. No intervention was performed at this time. The patient will continued to be monitored.